Event description:
It was reported that during a drug eluting stenting treatment procedure, difficulty deflating and removing the balloon from the stent was encountered. The 70% stenotic lesion was in the left anterior descending artery (lad). The physician predilated the lesion with a 2.0 x 20 mm crossail balloon at 8 atms. After predilation the physician successfully deployed a taxus express2 2.25 x 24 mm drug eluting stent at 9 atms. Upon withdrawal the physician felt the balloon was deflating slowly and sticking to the stent. The physician successfully removed the balloon by waiting longer then usual for the balloon to fully deflate and using extra force. The physician was satisfied with the result and no pt injuries or complications were reported. Pt status is reported as "satisfactory/good".